Event description:
It was reported that during a coronary treatment procedure, a dissection of the right coronary artery occurred while using the 6f wiseguide fr4 guide catheter. The dissection was repaired with placement of five taxus stents. Pt status is reported as 'fine'. Additional info has been requested regarding this event.

Event description:
The physician used a 7 cm cook needle and a 6f short introducer sheath for right femoral vascular access and a choice pt es guidewire and the 6f wiseguide fr4 guide catheter to cross the lesion. The lesion was predilated with a maverick otw 2.5 / 15 mm balloon. The pt experienced chest pain (7/10) with balloon inflation which was relieved with intravenous fentanyl. A dissection of the aorta / right coronary artery was visualized and repaired by multi-stent closure. A taxus 3.0/32 mm stent was deployed at 12 atms for 50 seconds. Next, a taxus 3.0/20 mm stent was deployed at 12 atms for 20 seconds. Then a taxus 3.0/28 mm stent was deployed at 12 atms for 34 seconds. The pt experienced chest pain (7/10). Intravenous nitroglycerin at 20 mcg/min was initiated for blood pressure at 205/67. Pt pain free. Intravenous angiomax infusion initiated at 47 cc/hr. Another taxus 3.0/28 mm stent was deployed at 12 atms for 32 seconds. The pt experienced chest pain (3/10) during stent balloon inflation. Stent post-dilated with a powersail 3.25/23 mm balloon inflated 5 times (10 atms x 25 sec, 14 atms x 15 sec, 14 atms x 10 sec, 14 atms x 10 sec, and 18 atms for 17 sec). The angiomax IV was discontinued. A taxus 3.5/8 mm stent was deployed at 10 atms for 25 seconds, then post-dilated at 10 atms for 45 seconds. The pt was pain free at this time. The procedure was considered successful and the pt's baseline assessment unchanged from pre-procedure.